Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer only had issue with one scope and is returning it. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the image orientation was off after reinstalling the 30 degree endoscope. The customer had already switched back to the 0 degree endoscope to complete the procedure. The tse advised the customer to clear the gte memory before reinstalling the 30 degree endoscope, which the site planned to try at the end of the case. The procedure was completing as planned with no reported injury.